Manufacturer narrative:
The actual device was not available; however, three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected with the naked eye and a black particulate matter was observed inside the tubing. The reported condition was verified. The cause of the condition was determined to be intrinsic to the manufacturing process, identified as pin buildup of burnt plastic material broken off during manufacturing (tubing extrusion process). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter observed inside the tubing of a homechoice automated pd set with cassette. This was observed during priming of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.